Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets leakage on (B)(6) 2024. The infusion set was in use for 10-15 minutes. Patient replaced infusion set and resumed insulin successfully. No further information available.